Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass and greater curvature sleeve, on the first or second firing, the green button of the stapler was able to be pressed but the handle was unable to be squeezed, few first pins were noticed to be popped out, the stapler did not fire. A new product was used to complete the case.